Event description:
The scoring element on the angiosculpt balloon lost its bond at the distal connection point. This caused the scoring element to unwind and rendered the balloon unusable. The unit was removed from the patient without complication.

Manufacturer narrative:
The angiosculpt device was received for evaluation. The distal bond was damaged and separated at the bond but remained intact to the inner member. The distal scoring element ring and struts were lifted and the intermediate bond was pulled over the balloon taper and found near the proximal marker band. The transition tubing was severely stretched and the inner member was accordion. Based on the lab analysis, it is probable that excessive exertion of force was applied by the user during the withdrawal of the device. Per the IFU, retained device component is listed as a possible adverse effect of the procedure. Placeholder.